Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. They reported that keys on the pump were hard to push ever since they received it. They stated that since they gave us the pump the buttons were too hard. They confirmed that it was not exposed to moisture, and no to numbers ramping. They confirmed that the time was advancing on the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.